Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that while sleeping, the tubing got detached at the tubing connector. Patient's blood glucose level was 251 mg/dl at the time of incident. The site was at the right side of the abdomen and the pump was at the side of the bed next to the patient. The infusion was in use for less than 1 day. Reportedly, the infusions were stored in a box in the cupboard. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.

Event description:
On 28-oct-2019: follow up information was submitted because result of complaint investigation of the returned used device (1 set) showed that the tubing was detached from the tubing connector. Based on the result: method, result and conclusion codes were updated. Unomedical reference number: (B)(4). Event occurred in the united states. The patient reported that while sleeping, the tubing got detached at the tubing connector. Patient's blood glucose level was 251 mg/dl at the time of incident. The site was at the right side of the abdomen and the pump was at the side of the bed next to the patient. The infusion was in use for less than 1 day. Reportedly, the infusions were stored in a box in the cupboard. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.